Event description:
The customer reported that at turn on check vent: primary alarm failed. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that code 1102 was logged. Product support reviewed the suggested repair per the manual. Product support advised the customer to remove the power management (pm) and motor controller (mc) pcba's, and check connection to the cpu and to ohm out the speakers. If the speaker is out of tolerance replace it. Product support provided the part number. Product support advised the customer to verify that the speaker cable was not touching the cage on the speaker during reassembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the biomedical engineer the speaker were replaced to address the reported issue. The issue was discovered during setup for new patient. No delay or medical intervention reported.